Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI#: (B)(4). Concomitant medical products: item#: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, lot# 64277096, serial#: (B)(4); item#: 00770302000, z.s.g.m. Cutter 2:1 ratio, lot# 63646964, serial#: (B)(4); item#: 00770303000,z.s.g.m. Cutter 3:1 ratio, lot# 63681755, serial#: (B)(4); item#: 00770303000, z.s.g.m. Cutter 3:1 ratio, lot# 64216174, serial#: (B)(4); item#: 00770304000, z.s.g.m. Cutter 4:1 ratio, lot# 64123920, serial#: (B)(4); item#: 00770301000, z.s.g.m. Cutter 1:1 ratio, lot# 63717588, serial#: (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the mesher does not cut properly, the 3:1 cutter was damaged and needed repaired, and the blade is bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) , a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4) , and a 4:1 ratio cutter, serial number (B)(4), for evaluation. There was also a 1:1 ratio cutter, serial number (B)(4), returned which was a zimmer biomet loaner. Product review of the skin graft mesher on october 2, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller and roller gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) , all produced a passing sample mesh. The 1:1 ratio cutter, serial number (B)(4), was a loaner that was damaged and will be scrapped. The ratchet returned with the device was a 2195 ratchet. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb, roller gear, and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a damaged comb causing the unit to not cut properly, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the damaged comb cannot be determined. The root cause of the cutters requiring repair could not be determined as all cutters returned produced a passing sample mesh including the 3:1 cutter. The only cutter that did not produce a passing sample mesh was the 1:1 ratio cutter which was a zimmer biomet loaner which was subsequently scrapped. The device was noted to be functioning as intended after the comb, roller gear, and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It has been reported that the mesher does not cut properly. The cutters need repair. The blade is bent. The event occurred during testing. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.